Event description:
It was reported that during a lap gastrectomy, the firing seemed to stop at the 2nd stroke of the 5th firing when the device was used on the gastric body. The cartridge was blue. Reinforcement material was not used. Another device was used to complete the case just in case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Damaged cartridge the device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle; furthermore 5 drivers were noted to be out of position making the cartridge non functional. The returned device was tested for functionality with a test reload. The functional test demonstrated that the staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. It could not be determined what may have caused the condition of the drivers. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.